Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd ms3 pump did not reach the pressure it was supposed to. No adverse effects reported.